Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient was in rehab due to a stroke. The patient was admitted to the hospital on (B)(6) 2018 with impaired mobility. The nurse called technical services to get in touch with the patients pd rn to arrange the patients hospital discharge and continued dialysis treatment. The patient is recovering and has continued peritoneal dialysis therapy. The patient completed pd therapy while hospitalized.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.